Event description:
It was reported that during a da vinci hysterectomy procedure, mega suturecut needle driver instrument broke during sewing. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient. On (B)(4) 2014, intuitive surgical, inc. Contacted the initial reporter to obtain additional information regarding the reported complaint and indicated that the instrument cable popped at the tip of the instrument during sewing.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.